Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported receiving a button error alarm. The customer stated that she may have kept a button down for a long period of time. The customer then stated that she had changed the battery but the display was frozen and the time was not advancing. Nothing further was reported.